Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted non-bard davol ethicon proceed device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol bard flat mesh (device #1) as well as non-bard davol ethicon proceed were implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery. Upon entering the abdomen, the surgeon noted that he encountered scar tissue and a fistula tract, which extended down into the mesh. The mesh had to be removed. The products implanted in the patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.